Event description:
The customer associated to this report was calling in to inquire if a n180 pulse oximeter has memory capability. The customer was advised that the unit did not have memory capability. Further info provided by the customer revealed that the memory needed to be obtained because the unit was in use at the time of a pt death. Diagnosis of the pt was not provided. The customer claimed that a n180 pulse oximeter and a nellcor type disposable saturation sensor was being used to monitor the pt's sp02. In addition to the n180, the customer reported that a pulmonetic ventilator model 950 (non-nellcor) and unspecified model of tracheostomy tube was being used to provide ventilator support to the pt. The customer reported that the pt was being cared for by a private nurse when he/she began de-saturating. The nurse attempted to resuscitate but observed the resuscitator bag was broken. As a result, the nurse proceeded to perform CPR in addition to calling 911. The emt's arrived and were able to revive the pt and transport he/she to the hosp. One week later the pt was pronounced brain dead and removed from the ventilator.